Event description:
It was reported the patient never received effective stimulation coverage in her low back. The patient only received effective stimulation coverage in her leg. The patient also stated the stimulation made her pain worse. The patient will consult with the physician regarding surgical intervention as the next course of action. Please note the patient's birthdate and the device manufacture dates are unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information the patient underwent surgical intervention on (B)(6) 2015, where her entire scs system was explanted. It was also noted the patient has type 2 diabetes.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.